Event description:
It was reported that the retriever (subject device) was caught on a carotid stent, and separated from the delivery wire. The physician retrieved it with a snare. The physician noted that this was not related to the device. There was complete internal carotid artery shutdown. No additional information is available.

Manufacturer narrative:
(B)(4). Product long description - trevo provue. The subject device was not returned.

Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. As the batch remains unknown, a review of the DHR (device history record) could not be completed; however, the device is believed to have met specifications because all devices are 100% inspected prior to release. From the information received, the retriever caught on a carotid stent and separated from the delivery wire. Based on the investigation and information available, this event is associated with a product that meets design and manufacturing specifications, and was used in according to the directions for use, but device performance was limited due to procedural factors/operational context.

Event description:
It was reported that the retriever (subject device) was caught on a carotid stent, and separated from the delivery wire. The physician retrieved it with a snare. The physician noted that this was not related to the device. There was complete internal carotid artery shutdown. No additional information is available.